Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient reported at least a year ago she felt the stimulation on one side but not on the other side and met with a manufacturer representative (rep) for adjustment which took care of the problem. Patient mentioned she was told her ins is little more on the left side than on the right "kind a loopy". Patient reported she is only feeling stimulation on the left side since 3 weeks ago and she should be feeling stimulation on both sides. Patient stated this happened before and she met with local rep for adjustment and she'd like to meet with someone for an adjustment. The patient was redirected to their healthcare provider to further address the issue. Patient stated its much easier to contact the rep directly than going to the hcp ofc. (B)(6) 2022 rep reported that looking back at notes from the last office visit there was no report of the ins migrating. Patient's battery is placed in the right buttocks per the op notes. Patient's programming notes also showed no adjustments were made to her primary programming at that appointment except for increasing the amplitude to the desired intensity which apparently got turned down at some point. This appears to have been the cause of the issue reported. Rep also noted they gave pt another program to try if her primary program wasn¿t doing what it should and asked her to report back as needed but rep has not heard from her. Patient did schedule an appointment with her provider and a rep is seeing her on (B)(6) 2022. When the appointment was scheduled there was no report made to rep that anything was ¿kinda loopy¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying the report of the ¿ins being a little more on the left side than on the right¿ by stating that when they met with the patient today, their battery seemed to be stable and in good position. The patient stated that they did not have any charging issues. The patient seemed to feel the stimulation more on their left side than the right side. The patient stated today, (B)(6) 2022, that they were unaware of any injury that may have caused lead migration, but a request for follow-up ex-rays with their doctor were made at the end of their appointment for further evaluation. The cause of the stimulation being on one side only was not determined. An image of impedance readings were sent showing electrode 8 having a high impedance reading of 34,500 ohms. The rep attempted to work around the electrodes of lower impedances. They stated that they felt like they were able to capture stimulation sensation in the area of patient¿s pain with the new group c settings. It was unknown if the issue was resolved and the patient would see if the new settings helped with the pain. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per hcp the leads have not moved. Hcp scheduled an appt on (B)(6) 2022 to discuss options. The programming, according to the pt has helped ¿a little bit¿.